Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that when accessing the port and drawing back blood upon access and then pulsatile flush back and get saline mixed with the blood coming from the hub, leaked forcefully. It was reported this occurred with two devices. This report addresses the first device.